Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The sample will be retained by the pt's family. Therefore, a sample eval could not be performed. The complaint investigation is inconclusive as no sample was returned. The current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. (B)(4).

Event description:
It was reported by the user facility medwatch report that a "pt with g2 inferior vena cava (ivc) filter placed approximately 17 months ago came in for removal. A limb was found to be broken off from the device. The family is in possession of the device and not willing to release it to this hosp." It was also reported that the limb was embedded in the cava wall and could not be retrieved.